Event description:
Covidien received info that an 840 ventilator oxygen (o2) sensor failed. The device was being used on a patient when event occurred. The patient was not harmed or injured as a result of the event. The customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the oxygen (o2) sensor. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).